Event description:
The pt was experiencing increased pain and was requiring increased supplemental oral medications. The hcp accessed the reservoir - estimated reservoir volume - 4.9ml, actual reservoir volume - 18ml. The hcp reported there was no seroma over the pump pocket.